Event description:
This pt was taken to surgery on (B)(6) 2013, for mitral valve repair following severe mitral valve regurgitation post mitral valve repair in (B)(6) of 2013. The mitral valve was unable to be repaired valve. As the new valve was sewn into place and the handle to the valve was removed, the valve itself appeared to be defective. There was commissural fusion of one of the tri-leaflets with the other two leaflets folded on themselves with the valve itself being wedged open. This valve was removed and replaced with a 27 mm pericardial valve which was over-sized and did not function adequately. Dissatisfied with this, the 27 mm valve was removed and a second 25 mm valve was obtained from a neighboring hospital and sewn into place without incident. However, because of the lengthy bypass running cross clamp time, the pt developed a post-cardiotomy syndrome with biventricular dysfunction. An intra-aortic balloon pump was placed, pressor agents and inotropy were started, and the pt's heart was rested on bypass. The pt was later transferred on (B)(6) 2013 to a tertiary care center for placement of a ventricular assist device.